Manufacturer narrative:
Product event summary: the mapping catheter, 990063-020 with lot number 216421584, was returned and analyzed. Visual inspection of the mapping catheter showed the shaft was kinked and broken at the proximal end attachment with the ECG connector; no ECG signal wires were broken inside the shaft. In conclusion, the mapping catheter failed the returned product inspection due to the shaft kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a case was completed, the mapping catheter subsequently tested out of specification per the manufacturer's investigation.